Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different devive. No patient complications were reported and the patient status was good.